Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6213938. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
UDI# (B)(4). Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the neonatologist was attempting to insert a PICC line on a baby. When he tried to thread the catheter through the introducer it would not advance. The line had to be removed and another attempt was made with another introducer and catheter.